Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) and reported that the mode did not shift to standby when the unit was detached from the patient. The unit kept operating when the issue was found. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported other than the replacement of the unit and the circuit. The hospital me noted that the customer replaced the circuit and the unit by instruction of the sales representative, but the issue was not resolved. They have come to the conclusion that an adapter for (no) "nitric oxide inhalation therapy" built into the breathing circuit is likely to be the cause. Since nitric oxide inhalation therapy is necessary, they have decided to use the unit continuously. Therefore, the unit will not be retrieved for further evaluation. Based on information provided and/or service performed, the customer concluded that an adapter for nitric oxide inhalation therapy built into the breathing circuit is likely to be the cause of the reported issue.